Manufacturer narrative:
Pump passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history file due to cold solder joint at keypad assembly. Pump received with intermittent button response due to flattened button dome switches. No stuck button alarm noted during testing. The printed circuit board keypad connector was not found unlocked during visual inspection. Pump received with scratched case, missing display window cover, broken battery tube threads, stained keypad overlay, peeling keypad overlay, scratched case, cracked case behind the pump near the battery compartment/at the corner of the belt clip rails, texture damage on keypad overlay, serial number peeling/faded, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device buttons had no or frequent intermittent response. Customer's blood glucose was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.